Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation on (B)(6) 2008 due to stress urinary incontinence and loss of urethral support. Following insertion, the patient experienced pain, urinary problems and dyspareunia. It was reported that patient underwent mesh excision on (B)(6) 2012 due to exposed vaginal tape, stress urinary incontinence, bleeding, pain, and dyspareunia. No additional information was provided. (B)(4) ¿ dyspareunia; exposed mesh.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.